Event description:
The second power conductor was still active. Submitted images showed damage superior to the modular cable connector that appeared to be around 2 inches from the exit site.

Manufacturer narrative:
Section b5: corrected. Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via the provided log file and via the system controller¿s testing. The log file captured a controller internal fault alarm on 31jul2024 correlating to the controller¿s fuse b becoming damaged. The open fuse subsequently triggered the driveline power fault alarm. The alarm remained active throughout the remainder of the data and did not interfere with the pump¿s ability to operate. The returned system controller (serial number (B)(6)) alarmed with a driveline power fault upon being connected to a mock loop due to its damaged fuse. The controller was able to operate a mock loop as intended despite the alarm. The controller was opened, and its damaged fuse was replaced with a new component. Then, the controller fully functioned as intended and passed all tests per procedure. Available information indicates that the patient accidentally partially cut their pump cable (addressed separately via the pump¿s investigation). Although the underlying wires are not visible in the provided images, damage to the wires would have the potential to result in an open fuse in the returned system controller and the subsequent driveline power fault alarm. The patient¿s controller and modular cable were simultaneously exchanged to resolve the alarm, and the patient was asymptomatic at the time of the event. The root cause of the reported event was determined to have been user error in the patient accidentally cutting their driveline. There were incidental findings of wire fatigue within both of the power cables. Review of the device history record for system controller, serial number hsc-107343, showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D) warns users that the pump will stop if the driveline becomes disconnected or potentially when damaged. Users are instructed on how to care for and maintain the integrity of the driveline. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including alarms associated with controller fault / driveline power fault conditions. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient cut their driveline on the left ventricular assist device (lvad) pump cable above the modular cable while attempting to cut their rescue tape, which was previously placed. The patient was asymptomatic but reported having driveline power fault alarms. The log files were submitted for review by tech services (ts). Following review by ts, there appeared to be a system controller internal fault associated with an (f3) ocp_b_open and a driveline power fault associated with an (f5) pwr_b_broken. Ts stated the log files may have indicated a short, which caused one of the fuses to open in the system controller. It appeared the motor function was not affected. The system controller and modular cable were both replaced, which resolved the alarms. The patient was admitted overnight on (B)(6) 2024 to continue monitoring for any alarms. The patient reported there were no alarms following their discharge on (B)(6) 2024. The patient returned to clinic on (B)(6) 2024 and new log files were sent for evaluation. Following evaluation of the log files by tech services, it appeared there were routine events and that both the ventricular assist device (vad) and peripheral equipment appeared to have functioned as intended since the modular cable and system controller were exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.